Manufacturer narrative:
Unit received with cracked battery tube area. Unit received with missing retainer. Unable to perform displacement test due to missing retainer. Unit received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, faded serial number label and peeling end cap address label. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had cosmetic damage. The customer¿s blood glucose level was unknown at the time of the incident. The customer states there is a crack on the battery compartment. The insulin pump is being replaced and is expected to return for analysis.